Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and alleged that their insulin pump was over delivering, the back light did not work, and had keypad anomaly. The customer's blood glucose level was 163 mg/dl at the time of the incident. The customer reported the act, up, an down buttons were not responding when pushed. The back light was in a low battery status and worked when a new battery was installed. Troubleshooting was completed but did not resolve the issue. The customer reported they are unsure if programming was accurate. The customer also reported the rewind was slower and louder and battery longevity issues. The insulin pump will be returned for analysis.